Event description:
It was reported that the patient experienced intermittent episodes of dizziness. It was noted that a right atrial (ra) lead warning alerted for an increase in pacing thresholds. The lead also exhibited intermittent atrial non capture. The lead was initially reprogramed then later explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv(low voltage) electrode of the lead was covered in body tissue/fibrotic growth. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.